Manufacturer narrative:
The device has been rec'd and is presently under investigation. Patient information and event detail have not been recovered and attempts are being made to gather all possible info. A supplemental report shall be filed upon completion of the investigation and all pertinent pt info is rec'd.

Event description:
It was reported that the device shocked once. After first shock, device would advise a shock, but would not deliver a shock. Patient involved.